Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced high blood glucose level on (B)(6) 2026, due to a bent cannula. The patient was treated with correction bolus via the pump. The infusion set had been inserted in the abdomen and the patient noticed symptoms after three hours of insertion. No further information is available.